Event description:
The previously reported stent thrombosis approximately 2 weeks post index procedure was reported to be related to the stent implanted during the index procedure.

Manufacturer narrative:
Mi, stent thrombosis, death.

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the proximal lad during index procedure. Approximately two weeks later, patient collapsed in a public place. Ambulance attended and confirmed cardiac arrest. Patient died on way to local hospital. Autopsy report stated cardiac arrhythmia, coronary artery artheroma, essential systemic hypertension. Investigator reported stent thrombosis with 50-70% diameter stenosis. Investigator reported that it was not assessable whether death was related to study stent. Investigator reported that event was not related to study procedures.